Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
Company representative was notified the infusion cannula came off the headset after it was removed from her skin. Company representative was advised the cannula might still be under patient's skin, and patient was advised to contact her physician. Follow-up was completed with patient on (B)(6) 2011. This incident occurred approximately 2 weeks prior to the report. Patient had used the infusion set for 3 days when her blood glucose began to elevate. She removed the infusion set and was unable to see the cannula. Patient was unsure if the cannula stayed in her body or if there was ever a cannula on the product. Blood glucose elevated to 20 mmol/l (360 mg/dl), and normal blood glucose is 5.2-8 mmol/l (93-144 mg/dl). Patient changed her infusion set and bolused, and blood glucose returned to normal. There was no physical damage to the infusion set or packaging. She used the insertion device to insert the headset, and she normally does not feel the puncture of the insertion needle. Infusion set was replaced and requested for evaluation. Follow-up was completed with the patient. She did not speak with her physician regarding the cannula, and the area is not red or irritated. The patient did not require treatment from a health care professional or second party to address the issue.